Event description:
The neuron kinked 2cm distal to the hub.

Manufacturer narrative:
The DHR of this mfg lot has been reviewed and is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on (B)(4) 2009. Incident # ca426, part # 1626-03.b. Neuron dc 070 105cmx8cm, shaped tip. Lot # f14182 (same as l14182). Sub-assemblies (l13923, l13926, l13928). Qty: 1. A review of the device history record (DHR) was completed on part # 1626-03.b., (lot # l14182). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The lot was associated with da#073 for three year accelerated aging data not back yet. The lot was associated with ncr #740 for product that was labeled with a ce mark in a configuration that was not ce approved. The product was re-labeled and now confirms. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.